Manufacturer narrative:
Investigation results: involved components. Nx009z (ps femur cemented f4n lt) -51963203. Nx042 (universal patella p2). Nn260p (peek plug f/ tibia). Nx102 (ps pe insert t0/t0+, 14mm). The affected device was not available for investigation. Therefore an investigation of the device was not possible. The device quality and manufacturing history records (DHR) were checked for all available lot numbers and were within specifications valid at the time of production. Two further incidents have been filed with nx049z lot 51938559 and two further incidents have been filed with nx049z lot 51963203 regarding implant loosening until today. The determination of a definite root cause is due to the non-availability of important information and the device itself not possible. The conclusion from the root cause analysis is that a systematic device deviation is unlikely since the received complaints are limited to certain health care institutions and their applicants. The participation of the applicants in this deviation scenario cannot be excluded by today. Based on the root cause analysis result no corrective actions have been carried out. As a preventive action we were in contact with the affected health care institutions and applicants in order to reduce the probability of recurrence. The complaints were submitted to aesculap ag as a summary report. In order to examine further actions, all cases from the summary report are processed as vigilance suspicion cases and are continuously monitored.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product as vega ps tibial. As a result of having the product implanted that patient experienced knee pain, difficulty walking, and loosening of the implant, which resulted in a revision surgery. The primary surgery occurred on (B)(6) 2013 and the revision surgery occurred on (B)(6) 2018. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. Involved components: nx009z (ps femur cemented f4n lt) -51963203. Nx042 (universal patella p2). Nn260p (peek plug f/ tibia). Nx102 (ps pe insert t0/t0+, 14mm). The cement that was used is unidentified. The adverse event / malfunction is filed under aag reference (B)(4).